Manufacturer narrative:
(B)(4). Additional information received by teleflex from the customer states no device or other detailed information is available regarding this event.

Event description:
Customer complaint reads: "doctor found the tube deformed during use, the inner walls were almost flatted, ventilation was severe impacted, patient was threatened by this defect." (Continued) "doctor handle this situation in time so that no serious harm was occurred."